Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient mentioned a complaint with their spinal cord stimulator, which they had a problem with the leads. Scar tissue grew on the leads so the pulsation was not going through so it was switched out after 3 years with another device manufacture. Patient is alive and no injury. No further patient symptoms or complications were reported in this event.